Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deformation and visibility/palpability. The event of visibility/palpability is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported "formed to the shape of a triangle, 3 edges are poking out". This record is for the right side. Device remains implanted.